Manufacturer narrative:
(B)(4). Information was not provided by the initial contact.

Event description:
It was reported that during a gastric bypass procedure, the clips scissored. Device was replaced and a second instrument was used which also scissored. A third device was pulled to finish the procedure. There was no patient consequence.